Manufacturer narrative:
Philips service sent a replacement halogen bulb 22.8v/50w to the customer for installation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a burnt light bulb in the tables internal focus required replacement on an allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.